Event description:
Pt receiving tpn when leaking developed at valve junction. Nursing visit was made. Found blood/tpn on pt's shirt. Tunneled external catheter was flushed with saline and tpn resumed after cap was changed to another MFR's needleless system.